Event description:
It was reported that the pt had an infection following a lead replacement 2 weeks ago. The healthcare professional confirmed pt symptoms of pain and swelling at the device pocket. Oral antibiotics were administered and the infection resolved.